Manufacturer narrative:
Product event summaryhowever, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 145 ventricular sensing integrity counter (sic) since last session 3 days ago. 15 non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds on (B)(6) 2016. Lead failure predictor triggered on 2-august-2016 for lead impedance and ventricular sic. Rv pace impedance steady at approximately 529 ohms through (B)(6) 2016, spikes to 1976 ohms on (B)(6) 2016.

Event description:
It was reported that during follow up check, device warning was observed. The right ventricular (rv) lead exhibited high v-v short interval count, interference was observed at electrogram (egm) records, interference was observed with the patient's shoulder movement. Additional data indicated high number of sensing integrity counter (sic), fast non-sustained ventricular tachycardia (nsvt) episodes and sudden increase in impedance indicates a lead fracture. Therapies were turned off and rv lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, that the rv lead was explanted and replaced with competitor products. No patient complications have been reported as a result of this event.